Event description:
It was reported that the device leaked co2 during a laparoscopic gastric bypass procedure. Another trocar was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the seal cap of the device was cracked at the weld seam, and the device did not pass leak testing. The device history record was reviewed and there were no discrepancies noted. As each device is visually and functionally tested during the production process, no conclusion could be reached as to what might have caused the reported event.